Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-00247, 3005168196-2018-00248.

Event description:
The patient was undergoing a coil embolization procedure in the bronchial artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician deployed and detached multiple ruby coils in the target location using the lantern. The physician then experienced resistance after advancing a ruby coil more than halfway through the lantern, and then was unable to advance or retract the ruby coil within the lantern. The physician therefore removed the lantern with the ruby coil inside. Next, the physician attempted to place a second lantern to continue the embolization procedure, however, the lantern could not be placed due to the vessel spasms caused by accessing the vessels repeatedly. There was no report of an adverse effect to the patient.